Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Upon further review of this file it was determined that the reported event does not meet the criteria for medical device reporting. The report of lens haptic torn during inserting was due to a loading error and is not considered a reportable product problem or malfunction. Therefore, the initial MDR should not have been submitted. No further information will be provided under this MDR number (2648035-2018-01504).

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the z9002 intraocular lens (iol) had a loading error and a torn haptic while inserting into the patient's operative eye. Reportedly the lens was removed and replaced during the same procedure. There was no medical intervention required and the patient was doing well post-op. The account commented that the removed lens is not available for evaluation. No additional information was provided.